Event description:
Customer alleges discrepant results with meter compared to lab: date: unk, inratio: 1.3, lab; unk, 1.7; (B)(6) 2011, 2.7, 3.1. The unk dates were stated to be about a week prior to the (B)(6) 2011 results and were a day apart from one another. On (B)(6) 2011 results were done within 30 mins of each other. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 2.7, reference: 3.1, mean: 2.90, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inr results from "last week" were excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is required. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No strip lot info was available. No product was expected to be returned. No corrective action required at this time as no product deficiency was established.